Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned device confirms that the device is fractured and that all fractured pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to normal wear and tear of the device. This device has been in the field for approximately seven years and four months. It is unknown for how many times the device has been used. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned. Provided photograph confirms that the impactor pad is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left primary knee procedure, the distal pad of the impactor broke while impacting the femur. All pieces where found. There was no surgical delay or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.